Manufacturer narrative:
It was reported that the device is expected to be returned for analysis but was not received by the time this report was filed. The end user did provide lot traceability. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. If the safari2 guidewire is returned for analysis or additional information is provided a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor, patient was undergoing a transcatheter aortic valve replacement. Event description: after having completed the total release of accurate neo large and needing to maneuver the safari guide rope to remove the delivery system from the left ventricle, the physician, first operator, states that the rope does not advance or move. After several attempts, it was decided to remove both the safari guide rope and the delivery system from the left ventricle in a single maneuver. Outside the patient, it is found that there is no way to manually remove the safari guide rope inside the delivery system.